Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer reported that the blue and green cord do not register on erbe screen issue. The customer had restarted erbe and system, changed out cords and instruments but was still having issues with them being recognized by the erbe. The technical service engineer (tse) had the customer disconnect the cables on back, reconnect the rcb and then restart the erbe with no change. The tse advised the customer they could use force triad, site did not think they had one. Tse advised customer that it is up to surgeon on how to proceed at this point.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe as per isi procedures. The system was operational and verified for use. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) and completed the device evaluation. The iesu was analyzed and the reported failure fe replaced erbe due to activation interrupted message. The issue was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. On startup, the unit displayed m-02-3 turn unit off and on unit displayed m-02-3 again check error listing previous m-02-3, m,02 ,c-00.